Manufacturer narrative:
There were multiple medical device types reported to be involved. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 bd vacutainer® push button blood collection set the tube adapter is broken when connecting to holder and blood leakage occurred. Patient information was not able to be obtained. The device had to be replaced. This is the 2nd of 3 patients. The following information was provided by the initial reporter, translated from spanish to english: when connecting the blood collection set to the tube collection device, a longitudinal crack appears in the cannula connecting the set to the set system, through which the collected blood leaks out. As a result, the patient had to be given a new line. Today, 14 april, we have had this defect three times. The sets have been removed and new ones have been placed.

Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. The photos were evaluated and the issues of a cracked tubing adapter and, blood leakage were observed. Additionally, 10 retained samples from the bd inventory were taken and visually inspected, and no damaged tubing adapters were found. Bd was able to confirm the customer¿s indicated failure mode based on the photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with 3 bd vacutainer® push button blood collection set the tube adapter is broken when connecting to holder and blood leakage occurred. Patient information was not able to be obtained. The device had to be replaced. This is the 2nd of 3 patients. The following information was provided by the initial reporter, translated from spanish to english: when connecting the blood collection set to the tube collection device, a longitudinal crack appears in the cannula connecting the set to the set system, through which the collected blood leaks out. As a result, the patient had to be given a new line. Today, (B)(6), we have had this defect three times. The sets have been removed and new ones have been placed.